Event description:
Procedure: radiofrequency ablation. According to the report given to tyco healthcare, the pt had hepatic cancer with a 2cm tumor. After the operation, the staff at the facility confirmed a hemothorax with hemorrhagic shock. The surgeon then changed the procedure to an open procedure to drain and transfuse the pt. The surgeon didn't find specific point for bleeding and reported there is no evidence the device was the cause of this bleeding. As well, there is no indication that the device did not work as intended. Three days after the procedure the pt expired due to disseminated intravascular coagulation (dic).